Event description:
Reporter indicated that lead break was discovered during generator replacement surgery due to end of service. It was reported that the outer tubing of the lead was cracked. Further follow up revealed that the physician did not perform any device diagnostic testing nor were x-rays taken that would indicate that there was a possible lead malfunction. The nurse reported that the patient did not significantly benefit from vns. The patient still has the same seizure frequency as pre-vns and falls periodically with the seizures.